Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. Product event summary: the pump was not returned for evaluation. Log file analysis revealed that power consumption and estimated flows remained consistent within normal operating range throughout the analyzed period. As a result, the reported ¿increased power consumption¿ event could not be confirmed. However, one high watt alarm was logged on (B)(6) 2017, immediately following an increase in pump rotational speed. Additionally, one suction alarm was logged on (B)(6) 2017 and five low flow alarms were logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the observed high watt alarm can be attributed to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed, and/or constriction at the outflow graft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were concerns for increased power consumption of the ventricular assist device (vad). Elevated calculated flows as well as an overall elevated flow waveform were noted. The vad remains in use. No patient complications have been reported as a result of this event.